Event description:
It was reported that during a lap nephrectomy, the device blade broke off of the instrument and fell into the pt. Another device to complete the case. There is no plans to remove the foreign material at this time. The pt's condition is stable.